Event description:
Addendum: the additional information received indicated that the physician was trying to cross a highly calcified lesion. When he pulled back the shaft cracked. The product was removed from the patient and there was injury to the patient.

Manufacturer narrative:
The event involved a patient of unknown age, gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in an unknown vessel. This vessel was described as highly calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 13mm cypher stent. Attempts to cross the lesion were unsuccessful. When the physician tried to remove the sds, the shaft cracked. It appears to have been retrieved without injury to the patient. The product was returned for evaluation. Visual examination revealed that the proximal and distal parts of the shaft were kinked. It was also separated into two parts. The edges of the broken area were ovaled and appeared as if it had kinked prior to breaking. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. The reported complaint was confirmed by analysis. Breakages of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking - straightening - kinking) may result in the eventual breakage. The exact source of this force could not be conclusively determined. There are vessel and procedural factors that may have contributed to this event. There is no clear indication that this event was design or manufacturing related.